Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasion was noted at 8.4-9.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that oversensing of noise resulted in inappropriate vf detection. Decreased lead impedance and low r-wave amplitude were also noted. Insulation anomaly was seen on fluoroscopy; lead-to-can abrasion is suspected. The lead was explanted.